Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device "can not charge power". There was no reported adverse patient impact.

Manufacturer narrative:
The control pca and battery pca were replaced and the device passed all performance assurance testing and was placed back in service